Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a revision surgery where femoral nail was replaced with a hip prosthesis due to nail breakage at proximal level (subtrocantheric fracture).